Event description:
It was reported that the patient had an episode in the ventricular fibrillation (vf) zone, but the implantable cardioverter defibrillator (ICD)&#265;d not detect the episode nor save it. It was noted that the patient had a surgery a week earlier and the vf detection was possibly programmed off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.